Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that "champagne size" air bubbles were observed in the luer lock. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Tandem technical support educated the customer regarding air bubbles. The customer continued using the pump for insulin therapy.